Manufacturer narrative:
The product was implanted in 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that for unknown reasons the patient presented to the pain center. The patient had pain and withdrawal syndrome, and the pump reported a critical alarm. Lifetime had not been reached and no end of service (eos) alarm was reported. There was no more intrathecal morphine therapy and a motor defect was detected. The pump was explanted on (B)(6) 2021 and was ready for collection. The pump continued to alarm every 10 minutes. Contributing factors were unknown. It was unknown if the issue was resolved. Further complications were not reported. Additional information was received. The motor defect was specified as a motor stall.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the pump was unknown. The date on (B)(6) 2015 is considered an approximate date of pump implant (specific year known only). The motor stall / defect first occurred on (B)(6) 2021. The healthcare provider had replaced with pump without checking the root cause for the alarm at that time. After pump replacement the patient was doing fine. The pump was being returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.